Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. The customer confirmed the issue. The customer believed the unit was leaking too much and wanted to send unit to bench for repair. The customer did not provide a po and the unit has not been sent to bench. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.

Event description:
The customer reported that the unit failed the leak test during the performance verification test (pvt). There was no patient involvement.